Event description:
The lead was explanted due to high pacing lead impedance and no capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported high pacing lead impedance and no capture were not confirmed. The lead was cut at 18cm from the pins. No abrasions were found. Analysis was performed on the distal portion of the lead. Analysis found an internal insulation abrasion at 11.8cm to 12.4cm from the lead tip caused by the ring cables abrading outward through the lead insulation. The ring cables were not abraded or damaged.